Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: bilateral capsular contracture baker grade iii, probable rupture.

Event description:
Healthcare provider reported "capsular contracture baker grade iii, probable rupture" for the left side. Device remains implanted.